Event description:
During the firing of a plcr75b via a plc75 on stomach, the staples were not properly formed. The device partially cut and stapled and the knife blade was exposed.

Manufacturer narrative:
The plcr75b was returned and evaluated. The device was returned 80% fired and there were no jammed pushers or abnormalities that could have caused the stall. The plc75 used was not returned for investigation.